Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan through email from (B)(6) alleging the one touch verio iq meter was powering off during use. The patient did not allege any harm or injury because of the reported issue. Lifescan contacted the patient; however, the patient could not be reached. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was powering off during use. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.